Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced recurrent infections at the abutment site and was prescribed antibiotics (dates not reported). The implanted device remains.